Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case. Please reference manufacturer report no. 2015691 2022 10039.

Event description:
As reported by a field clinical specialist, a patient underwent a successful transfemoral tavr procedure with a 26mm sapien 3 ultra in the aortic position. During the procedure, when pushing the crimped valve through the 14fr esheath in the common iliac, the valve pushed through the sheath and was bending the struts. A decision was made to upsize the sheath to 16fr and deliver a new 26mm s3 ultra and delivery system. When the sheath was removed, a visible "kink/hole" was noted in the esheath and the valve was pushing out of the sheath when advancing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "introduce and navigate system through sheath - liner punctured" and "general risk - failure - sheath kinked, bent" were unable to be confirmed. As no device nor imagery were returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the complaint event, "when pushing the crimped valve through the 14fr esheath in the common iliac, the valve pushed through the sheath and was bending the strut... When the sheath was removed, a visible 'kink/hole' was noted in the esheath and the valve was pushing out of the sheath when advancing." It is possible that the kink occurred any time during delivery system advancement through the sheath if excessive push force was used. Also, if the valve interacted with the inner lumen through non-coaxial insertion, the struts of the valve could damage the sheath (i.e. Puncture, kink). However, as no product nor imagery were returned, the type and extent of the alleged sheath damage is unknown. Therefore, a definitive root cause is unable to be determined at this time. No IFU/labeling/training manual inadequacies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor pra is required at this time.